Event description:
It was reported that stent damage occurred. The target lesion was located in a 100% occluded moderately tortuous right coronary artery (rca). Following predilatation, a 24 x 4.00 promus premier select was deployed in the rca. Following deployment, stent strut damage was noted from the mid to distal edge of the drug eluting stent. Another 24 x 4.00 promus premier select was deployed to cover the previously placed damaged stent. Following the second stent deployment, a distal edge dissection was noted. A 3.00 x 20 promus premier select was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. The target lesion was located in a 100% occluded moderately tortuous right coronary artery (rca). Following predilatation, a 24 x 4.00 promus premier select was deployed in the rca. Following deployment, stent strut damage was noted from the mid to distal edge of the drug eluting stent. Another 24 x 4.00 promus premier select was deployed to cover the previously placed damaged stent. Following the second stent deployment, a distal edge dissection was noted. A 3.00 x 20 promus premier select was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event. It was further reported that a 2mm and a 2.5mm semi compliant (sc) balloons were advanced to predilate the lesion at 10 to 14 atmospheres for 15 seconds. It was noted that the distal to mid stent appeared to be constricted under fluoroscopy. No resistance was encountered while advancing the stent device in the guide catheter or over the wire before deployment of the stent. Post dilatation was not performed. The dissection was noted to be flow limiting.